Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the embolization was intact with the pusher assembly; the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusion: evaluation revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Ruby coils are 100% visually and functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, an initial ruby coil was deployed into the patient but was then removed because it was too long. There was no reported device deficiency with this first coil. The physician then attempted to advance a new, smaller-sized ruby coil through the lantern delivery microcatheter (lantern); however, resistance was encountered and subsequently, the ruby coil would not advance pass the friction lock and out of its introducer sheath. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.